Event description:
It was reported that the 6800 system had an intermittent error code during a case. The 6800 system had to be rebooted and the procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The controller board was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.